Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Customer loaded new cartridge using proper technique with support from technical support and successfully resumed insulin therapy, and no additional information was received regarding the outcome of the event.